Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a blank (black) screen, the spo2 is not recognizing the probe, and the nibp does not give any readings. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the bsm (bedside monitor) has a blank (black) screen, the spo2 is not recognizing the probe, and the nibp does not give any readings.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) has a blank (black) screen, the sp02 is not recognizing the probe, and the nibp does not give any readings. The unit was cleaned and evaluated and the customer's reported problems of black screen, spo2 and nibp malfunctions were duplicated. The inverter board, analog board, and nibp board were replaced to resolve the issue. The battery was also replaced as it was not holding charge. The device was tested and completed all steps in the maintenance check sheet per service manual. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.